Event description:
Reportedly, the device was explanted after an implant duration of 4.2 months due to paravalvular leak for what appeared to be an annular abscess caused by infectious endocarditis. This was observed by echo. At explant, no problems were observed with the valve itself; however, paravalvular leakage was due to annular abscess caused by infectious endocarditis. Perimount plus 6900pj27 (s/n (B)(4)) was implanted as a replacement. Customer commented that they were unable to control cardiac arrest and infection after this second surgery. Customer commented that this explant was acceptable and not device related.

Manufacturer narrative:
Report only. Customer letter not required. No product return due to infection. Device was discarded by the hospital and therefore not available for evaluation. Echo cd is not available. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It has been learned that the patient expired on (B)(6) 2010. Therefore, a second complaint has been opened for the device that remains implanted. (B)(4). Device will not be returned.